Event description:
It was reported that pump display showed black screen with white light behind it, which prevented customer from reading and interacting with pump screen. There was no adverse impact to the customer's blood glucose level. Customer continued to use pump by relying on mobile app to interact and deliver boluses, and technical support arranged for replacement pump with updated software.